Event description:
The reporter stated that the pre-recorded voice message mixes with the alarm tone when sounding and that the power is intermittent. This was discovered during a demonstration to the hospital staff. The reporter could not specify the date when this was discovered. There was no patient contact or injury.

Manufacturer narrative:
Results - eval of the returned product did not confirm the reported issues. The unit powers on and passes all functional tests. However, there is evidence of battery leakage inside the battery compartment. (B)(4).